Event description:
It was reported that the pump usb port is loose and the pump is unable to be charged properly, without wiggling the charging cable. Multiple cables were attempted, however, the same issue was noted. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.